Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the handheld scanner and problem could not be recreated. Barcode scanner is working as expected. The barcode scanner lens was cleaned, tested without further problem, and was returned to expected operation.